Event description:
A patient reported blood glucose results of 366 mg.dl, 125 mg/dl, 114 mg/dl and 114mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or<20 mg/dl thereby, indicating a potential malfunction of the meter in terms of precision. Meter and test strips were replaced.